Event description:
A customer contacted beckman coulter inc. (Bec) to report that unicel dxc 600 pro synchron clinical system generated a high triglyceride glycerol blanked (tg-b) result for one patient sample. The customer indicated the specimen was re-tested on a different instrument and repeated tg-b result was lower. There was no effect to patient treatment; the incorrect tg-b result was not reported out of the laboratory.

Manufacturer narrative:
Customer provided calibration and qc results that show evidence of imprecision for tg-b. A field service engineer (fse) was dispatched on (B)(4) 2012. The fse ran performance verification test (pvt) to test carryover and detected a carryover occurring. The fse replaced mixer paddles and vacuum probe on cuvette wash head and performed alignment on b reagent probe. The fse then repeated the pvt; all carryover and precision pvts passed. The fse recalibrated tg-b assay and ran level I and iii synchron precision with passing results. As of (B)(4) 2012, the customer has not called back with any reoccurrence of this issue. The root cause of the elevated tg-b result is unknown, but replacing mixer paddles and cuvette vacuum probe resolved the issue.